Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an issue with the adc application. The customer reported that the application was "slow to scan" and due to this, they received treatment of glucagon injection administered by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Smartphone compatibility with use of freestyle librelink and freestyle libre 2 apps, and (samsung galaxy a13, samsung galaxy a02s, samsung galaxy m11, huawei, iphone 12, lg, motorola, nokia, and xiaomi redmi) device has not been tested at the time of investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. Thus, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event.

Event description:
A customer reported an issue with the adc application. The customer reported that the application was "slow to scan" and due to this, they received treatment of glucagon injection administered by a third-party. There was no report of death or permanent injury associated with this event.